Event description:
It was reported that approximately two weeks following the implant of this subcutaneous implantable cardioverter defibrillator (s-ICD), a pocket hematoma was observed. The patient was admitted to the hospital and the hematoma was surgically removed without complication. No additional adverse patient effects were reported.